Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet visual specifications; the device failed visual inspection due to damage caused by the patient¿s dog onto the battery cord; however the unit performed as intended at the bench. The confirmed condition is related to the reported event. However, there is no evidence that the damaged observed was the result of equipment malfunction. The most likely root cause of the reported event can be attributed to improper handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable on the battery was chewed on by a dog. The battery was exchanged. No patient complications have been reported as a result of this event.